Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo service technician. Upon inspection of the machine, the field service engineer was not able to duplicate the bezel communication error message. The field service engineer re-seated the pcb boards and cables. The field service engineer performed a field service checklist. The machine was found to meet amo specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.

Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine received a bezel communication error. The clinic attempted to restart the machine but was unsuccessful. The clinic decided to use a back up machine to complete procedure. The clinic indicated no patient complications reported and no surgical intervention required. The patient outcome good. There was no patient injury reported.